Event description:
The customer reported that the blue plastic insulation fell off of the instrument into the patient cavity. All of the material was removed from the patient surgical site. Another device was used to complete the procedure w/o incident. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.